Manufacturer narrative:
Pending investigation.

Event description:
As reported, the patient had an initial tsa on (B)(6) 2020. The patient presented on (B)(6) 2023 and had mechanical loosening of prosthetic joint. The patient was revised (B)(6) 2023. The case report form indicates that this event is definitely related to device, unlikely related to procedure. Outcome: continuing.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3/g4, h6. The following sections were corrected: d1/d2a/d2b, d4, h6. PMA 510k cannot be determined; serial # unknown. MDR section codes updated/corrected: a, b, c, d, e, g. The reason for the revision reported cannot be confirmed from the information provided but may be the result of an insufficient bond between the glenoid component and the bone, which led to aseptic (non-infected) glenoid loosening. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, relevant clinical information, and product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.